Manufacturer narrative:
The device was received for evaluation. During functional testing, a false downstream occlusion alarm was not reproduced. A review of the event history log revealed 'downstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump continuously alarmed downstream occlusion even though there was no occlusion. This occurred during levophed therapy at 100mcg/min for a "patient critically ill s/p code blue on multiple vasopressor infusions to support blood pressure." A new pump was obtained to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.